Event description:
It was reported while using bd nexiva single port, 20g x 1.0" the needle pierced the catheter and bent. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the needle broke in patient causing pain to them. She said the patient was in a lot of pain so when the nurse removed the IV.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva single port, 20g x 1.0" the needle pierced the catheter and bent. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the needle broke in patient causing pain to them. She said the patient was in a lot of pain so when the nurse removed the IV,

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photograph provided for evaluation. Bd received one photo of a nexiva unit which displayed the needle towards the tip was bent and piercing through the catheter. Since there is media present in the device, the device was used. Given the significant damage to the needle, if it was already bent before unsealing the package, the end user would have noticed once removing the needle cover and would not have used the device. This leads to a likely cause of application error.